Event description:
During the implant procedure, the set screw in the right ventricular lead port of the header of the device could not be tightened. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported field event of set screw connection issue was verified in lab. The right ventricular (rv) df4 set screw was revealed to be completely backed out from the set screw thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The issue was consistent with the procedure. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device rv pacing lead impedance, rv sensing and high voltage lead impedance (hvlis) were tested on the bench and they were revealed to be normal. No anomalies were detected.